Event description:
It was reported that during the procedure of vertebral aneurysm in the posterior circulation, the subject stent to stop re-canalization of the aneurysm. During re-sheathing, the proximal marker of the subject stent got detached and the subject stent got deployed inside the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure of vertebral aneurysm in the posterior circulation, the subject stent to stop re-canalization of the aneurysm. During re-sheathing, the proximal marker of the subject stent got detached and the subject stent got deployed inside the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the "during deployment while trying to resheath, the proximal marker got detached from the delivery catheter. It got deployed inside the microcatheter. The microcatheter was removed along with the delivery wire". Additional information provided by the customer indicated no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The patient¿s anatomy was reported as "moderately tortuous". While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use¿.

Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned having been deployed. A microcatheter (intact) was returned with the stent delivery wire (sdw) inserted. The sdw was retracted without issue. The mid and distal sdw were kinked/bent. The mid and distal introducer sheath were kinked and damaged. The stent was fully opened but compressed in the middle and deformed with frayed braid ends. The resheath pad was pulled over the resheath marker band and was noted to be damaged. A functional inspection could not be performed as the stent was returned deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the "during deployment while trying to resheath, the proximal markar got detached from the delivery catheter. It got deployed inside the microcatheter. The microcatheter was removed along with the delivery wire". Additional information provided by the customer indicated no damage was noted to the device prior to use and the device was prepared as per dfu for this product. The patient¿s anatomy was reported as "moderately tortuous". The subject stent was returned having been deployed. A microcatheter (intact) was returned with the sdw inserted. The sdw was retracted without issue. The mid and distal sdw were kinked/bent. The mid and distal introducer sheath were kinked and damaged. The subject stent was fully opened but compressed in the middle and deformed with frayed braid ends. The resheath pad was pulled over the resheath marker band and was noted to be damaged. This extreme damage to the device would have occurred due to significant force being used during the procedure. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The anatomy was reported to be moderately tortuous, which most likely contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported and analyzed event ¿stent deployed prematurely during use¿ and as analyzed defect 'stent deformed¿, ¿stent introducer sheath distal tip damaged', 'stent introducer sheath damaged', 'sdw kinked/bent and resheath pad dislodged/damaged ¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure of vertebral aneurysm in the posterior circulation, the subject stent to stop re-canalization of the aneurysm. During re-sheathing, the proximal marker of the subject stent got detached and the subject stent got deployed inside the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.